Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. A root cause can be traced to the usage of the device and user error. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a fluent procedure on (B)(6) 2024, during a fluent procedure, it was reported that during the procedure the fluent alarm activated several times that the fluid deficit limit was reached but was over-ridden several times after the 2500 ml limit. No issues were reported with the machined and the physician was the one who choose to cancel the alarms and to continue the procedure. The deficit was showing an approximate 5l deficit. Patient exhibited symptoms related to fluid overload and the patient had to be transferred to the intensive care unit for 24 hours.